Event description:
It was reported that patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.